Manufacturer narrative:
The ge service rep attempted to boot system but was unsuccessful. He checked ckt breakers, found cb 2 tripped...reset same and attempted boot-up...5 arrows displayed and holding. Checked wall voltage... Fluctuating from 113.6 to 114.1. After approx 2 min system rebooted again and came up normally. Retrieved files for analysis and ran op-check of system. Passed. System removed to the o.r. And attempted boot-up again same issues 5 arrows and black screens, shut-down wall voltage 118.9 to 119.2. Re-booted came up normally, op-check passed. System returned to facility.

Event description:
The customer reported the system will not boot up and the screens are black. No pt injury was reported.